Event description:
A medtronic representative reported the doctor had bent a navlock probe during a spinal fusion surgery. There was no reported impact to the patient.

Event description:
Additional information has been provided that the patient was not harmed.

Manufacturer narrative:
No impact to patient outcome was reported. Patient weight is provided.

Manufacturer narrative:
The patient weight was not available. As no lot number was provided, it was not possible to determine the manufacture date of device. The suspected part has not been returned to the manufacturer for evaluation.